Event description:
The customer reported an under infusion of tpa. The patient was to receive 60.75 mg (60.75 ml) tpa over a 60 minute period. The tpa concentration was 1 mg/ml and the dose was 0.9 mg/kg (=67.5 mg) with 90% as an hour long infusion (10% would have been an initial bolus dose per (B)(6) protocol). The customer requests a log review for programming for the tpa and all infusions (B)(6) 2013. Other medications infusing were 0.9% sodium chloride at 10 ml/hr and diprivan in varying doses starting at 40 mcg/kg/min, and increased to 50 then 60 mcg/kg/min during the run. There was no report of medical intervention related to the suspected under infusion. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). A review of the pc unit event log indicates that the infusion was programmed at 8:53 am on (B)(6) 2013 using the drug calculation feature with the rate initially entered as 60.75 ml/hr. Before starting the infusion, the user reprogrammed the dose to 60.75 mcg/kg/h. Based on the patient weight of (B)(6) this change in dose caused the rate to be recalculated to 4.49 ml/hr. The drug calc infusion then ran until 10:45 am before the rate was reprogrammed to 61 ml/hr then turned off. Total volume infused during the 1 hour 53 minute infusion was logged as 9.03 mls. It was noted in the log that prior to selecting the drug calculation feature the user was searching the (B)(6) library and had actually chosen drug selection alteplase pulm emb (100 mg/100 ml) then cancelled this selection and chose alteplase stroke (<100 kg) then cancelled this selection. It was also noted that no programming was found in the log concerning the initial 10% to be given as a bolus and the remaining 90% given over an hour as per the customer's reported protocol. The root cause of the customer's report of an under infusion was determined to be due to user programming.